Event description:
Reporter stated that surgeon implanted a intraocular lens into the eye and the trailing haptic tore off inside the indigo - p injector. The surgeon had to enlarge the incision to remove the lens. Surgery was completed using another lens. The patients preoperative manifest refraction +1.00 -0.75 x 90, and best corrected visual acuity 20/40. Postoperative manifest refraction is +1.00 -0.75 x 115 and best corrected visual acuity is 20/20.